Event description:
It was reported that loss of sensing and capture was observed, on the asymptomatic patient's right atrial lead, during their one day post-operation check. Upon review of the post operation x-ray from (B)(6) 2017, the physician diagnosed a lead dislodgement. The lead was repositioned on (B)(6) 2017, and the patient was stable following the procedure. The patient would continue to be monitored.